Event description:
It was reported that the gastrointestinal videoscope showed an e216 error code. This issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: error code e315. A root cause for the e216 error code could not be identified. However, based on the results of the investigation, it is likely the following led to the error code e315: fluid leak in the scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.